Event description:
It was reported that while the ics was monitoring a trust telemetry pt, the pt was in a vtach condition, but it took the ics approximately 16 seconds before it alarmed for vtach. The pt subsequently expired. The hospital reported that they do not suspect that the delayed vtach annunciation caused or contributed to the pt outcome, but have requested an evaluation of what they have interpreted as a delayed vtach alarm annunciation. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.